Event description:
It was reported that the directflow return cannula was placed in the ascending aorta without difficulty. The endoaortic clamp was easily advanced into the ascending aorta. The balloon was inflated, cardioplegia delivered, and electromechanical arrest of the heart achieved. Four distal coronary anastomoses were contructed. The endoclamp aortic balloon was deflated and a side-biter clamp applied to the aorta proximal to the cannula insertion site. When the first proximal anastomosis was approx half completed, the surgeon noted blood coming from a tear at the cannulation site. He performed a sternotomy and placed the pt on femoral bypass. He then removed the aortic cannula and repaired the aortotomy site. He completed the operation on femoral bypass without difficulty. The pt subsequently died from factors unrelated to the repair of the cannulation site.